Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient had new pain and new programming changes were made to resolve the issue. Upon interrogation of the device, the implantable pulse generator (ipg) was unable to be located which was also not displayed via the clinician¿s programmer. A reset was completed unsuccessfully. Patient stated they last used their patient controller about three months ago successfully and had no change in their pain relief. Patient had no recent surgeries however a competitor magnet was placed over their ipg in the recent past. Patient was unable to connect to their patient controller and continues to have their pain symptoms. No further information is available.

Event description:
New information received states that the device was explanted, and a new device was implanted to help resolve the issue of the implantable pulse generator not connection to the programmer. Effective therapy was restored post procedure. There were no complications during the procedure.